Event description:
The customer returned the colonovideoscop to the service center for evaluation related to a separate issue. During testing the service center identified foreign objects at the grip, a dirty flexibility adjustment ring, and foreign objects at the connecting tube. There was no patient involvement

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign objects at the grip, dirty flexibility adjustment ring, and foreign objects at the connecting tube was due to inappropriate material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.